Manufacturer narrative:
On 2-14-2017 and 02/16/2017 an ortho field engineer (fe) arrived at the customer site and checked the camera brightness value was within specification. Fe checked reference image and checked the images for gripper alignment. The value was at 108, reference image was correct and no image/gripper out of alignment. The optical path was checked for debris, panels and diffusor were cleaned. Fe completed reader camera-optics adjustment followed by reader camera-fine adjustment and generated a new reference image. The final camera brightness value was 109, and is within acceptable reader camera range of 101 to 128. The root-cause could not be confirmed although the most probable root cause is associated with samples antibodies being weak and/or at the detection limit of the techniques and reagents used. No incorrect or erroneous results have been reported as a result of this reported concern.

Event description:
Emdr #1 of 3 during the validation of the ortho vision, the customer reported 3 events of the gel camera to the provue issuing negative results to wells that exhibited weak agglutination 1st sample was collected on (B)(6) 2016. Patient is a known positive with a history of a warm auto antibody (waa). On (B)(6) 2016 the sample was tested on: - ortho provue: a 1+ reaction was issued to cell #1, cells #2 and #3 were negative. Sample was frozen until (B)(6) 2017. On (B)(6) 2017 the same sample was tested on: - ortho vision: a negative result was issued with no visible agglutination in any of the wells. - ortho provue: a negative result with weak agglutination manually noted to cell #1(reportable) - manual gel: a negative result was obtained. On (B)(6) 2017 the same sample was tested on: - ortho vision: again issued a negative result with no visible agglutination in the wells. - ortho provue: cell #2 was issued a ¿?¿ result with weak agglutination noted to the cell#2. - manual gel: weak reactions to all 3 screening cells. 2nd sample was collected on (B)(6) 2017. Patient is a known positive with a history of an anti-k antibody. On (B)(6) 2017 the sample was tested on: - ortho vision: a negative result was obtained with no visible agglutination in any of the wells. - ortho provue: a negative result but weak reactivity was noted to the cell #3 (reportable) - manual gel: a negative result. On (B)(6) 2017 the same sample was tested on: - ortho vision: a negative result with no agglutination noted. - ortho provue: a 1+ reaction to cell #3. - manual gel: no manual testing performed. On (B)(6) 2017 the sample was tested on: - ortho vision: a ¿?¿ result to cell #1 where weak agglutination was noted. - ortho provue: a negative results was obtained with weak agglutination noted to cell #1 (reportable) - manual gel: a 1+ reaction to cell #1, #2 and #3 were negative.